Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determine the exact root cause, but most likely it is due to no o2 supply connected to the machine while using a setting higher than 21%. After the evaluation of all the unit alarms since (B)(6) 2020 12:27:26, the environmental logs shows that the supply pressure is 0 while the o2 is set above 21%.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and retrieved the logs and trending data from the unit. The recent log download indicated that the o2 (oxygen) sensor's last 2 point calibration was performed on (B)(6) 2020. All information points to a drift of the o2 sensor.2 point o2 (oxygen) sensor calibration was successfully performed. Ovp (operational verification procedure) was performed and meets manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having low o2 pressure alarm while on a patient. It was confirmed by the customer that there was no patient harm associated with the reported event.